Event description:
It was reported that the patient presented to the emergency room for a generator change procedure. Upon examination, the patient's right ventricular (rv) lead was found to have noise, and high capture thresholds. An rv lead insulation break was observed and suspected to be the cause of the malfunctions. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.